Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 599981.

Event description:
It was reported that the patient experienced a loss of stimulation in the back and legs due to lead migration. The patient underwent a revision procedure where the lead and ipg were replaced. The patient was doing well postoperatively.